Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a vacuum error and suction break at 73 percent completion during lasik flap creation of the left eye. The case was converted to photo refractive keratectomy. Additional information provided which informed that, the patient was seeing 20/40 one day post treatment.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the event. No technical root cause was identified as the product was found to be within specifications. (B)(4).